Manufacturer narrative:
The model # was not provided.

Manufacturer narrative:
Breeze2 strips were returned with contour control solution. When used together the results were an average of 3.3mmol/l high out of spec. The correct control solution was used with the returned strips and gave satisfactory performance.

Event description:
A (B)(6) customer received control results of 11.6 and 11.1mmol/l on his breeze2 meter during the call. The approximate normal control range is 5-6.8mmol/l no adverse events were alleged. The test strips are to be returned for evaluation.